Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The video shows evidence of a leak located at the area of the device fill port. The reported condition was verified. The cause of leak could not be determined via the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked near the filling port. This was noted after filling the device with unspecified cytostatic solution. There was no patient involvement. No additional information is available.